Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. During the first attempt to power up the device, a white screen appeared. Physio held the 'on' button for 5 seconds to power off the device. After that, the device powered on correctly. Physio replaced the user interface and system controller pcb assemblies. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the user interface and system controller pcb assemblies. No issues could be verified on the user interface pcba. The system controller pcba was found to have leakage at integrated circuit, designator u61, which was found to deplete the coin cell battery. The likely root cause of the issue was leakage current on the system pcba at integrated circuit, designator u61.

Event description:
During routine preventative maintenance testing by physio-control, the device exhibited, "first attempt to power-up the device resulted in a white screen. Held 'on' button for 5 seconds to power device off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.